Event description:
It was reported that during a three artery percutaneous transluminal coronary angioplasty procedure, the tip of the wire broke off and remains in the pt. Pt status is listed as "okay".